Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor device was not returned to dexcom. The receiver device (str-gl-blu/(B)(4)), used with the complaint sensor device, was returned on (B)(4) 2015. The returned complaint receiver was visually inspected and found a broken universal serial bus (usb) door. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the receiver data log confirmed the reported event of inaccurate blood glucose values.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient not for date of issue. The data was reviewed on (B)(4) 2015 and confirmed the reported event of inaccurate bg values.